Manufacturer narrative:
(B)(4) - endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
An (B)(6) patient underwent aaa repair on (B)(6) 2011. There was tortuosity at proximal neck. Coil-embolization was performed in iia due to right cia aneurysm. The patient's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. The final confirmatory angiography confirmed that contrast media leaked into aaa and cia aneurysm, so repetitive touch-up was attempted. The physician suspected a type IV endoleak and took angiography in the graft. Since endoleak was confirmed, body extension at proximal neck and another iliac leg to the pre-placed right iliac leg were additionally placed. Then, endoleak was solved. (B)(4). The patient had a favorable outcome.